Event description:
This senior medical surveillance specialist spoke with the reporter/layperson regarding her 2009 complaint to customer service. The reporter shared the following information with this specialist. Recently diagnosed with diabetes, the patient received a onetouch ultra meter from her supplier to test her blood glucose in 2009 (not as previously reported). The reporter is the patient /layperson's new caregiver; both she and the patient were unfamiliar with blood glucose testing. Because the reporter obtained the following error message for a half a day, er3 (indicates blood sample was applied before apply blood message appeared) and er4 (indicates there may be a problem with the test strip, e.g. The strip may have been damaged, moved or removed during testing or inserted improperly), she took the patient to the ER in the next day to have her blood glucose tested. Although the patient had no symptoms, her blood glucose on the ER meter was 333 mg/dl. Having difficulty drawing blood, the ER staff discovered the patient was dehydrated, gave her two units of fluid , and later discharged her. No insulin was administered or prescribed. The reporter was not informed how the patient became dehydrated. The reporter was trained by the pharmacist to use the meter after the patient was discharged. The patient is also learning to test herself. The customer care advocate replaced the meter and test stirps. The patient's daily diabetes regime continues to be 500 mg metformin twice a day and multiple heart medications. Although the error messages were due to inaccurate testing technique and although it is highly unlikely the product caused the dehydration since the patient had received it only a day before the event, the complaint is reported because the patient had to received treatment at the hospital after the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.